Event description:
The customer reported to baxter (B)(4) of a clearlink microbore extension set that gets stuck due to the "stickiness" of tpn that was infusing. When the nurse attempts to disconnect, it is difficult and often cracks. The customer stated that the product will crack on the "male" end as well as on the collar around it. The condition occurred during patient use but there was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The reported issue of broken luer lock was confirmed during evaluation through visual inspection. The cause of the reported problem is not known. As a preventative measure, a (B)(4) was issued to the supplier to address any possible the raw material problems. This is the third complaint received for a broken luer lock. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.